Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. The visual inspection found that the foreign material looked like yellow plastic in the meter bag. However, this urine meter bag was used by the patient. Unable to determine how and when the foreign material present inside the bag. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿contraindications method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign material in the meter.the user found it when urine was collected in the meter.